Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18aug2019. Per manual the product support engineer (pse) advised customer to replace the cpu board and if that does not solve the problem then replace the power management (pm) board. The pse advised customer if they replace the cpu they should install the units serial number (sn) and hours on the cpu and call back here to get the options codes. They will also need the sn of the new cpu board. The pse provided part ID for the cpu pcb for replacement. The customer replaced the cpu pcb to resolve this issue this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had an error code 1104 (backup alarm failed). It is unknown if the unit was in patient use at the time of the reported issue.